Manufacturer narrative:
Investigation included customer interview, review of device use and user technique, and coordination to arrange initial training. Investigation of this case revealed user handling and timing inconsistent with recommended post-injection pump-off guidance and incomplete user training. It was concluded that the event involved hyperglycemia with cause unclear, with contributory user technique and training gaps, and that the device function could not be confirmed as contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user newly initiating the ilet experienced fluctuating glucose readings with sustained hyperglycemia, including a blood glucose value over 400 mg/dl without associated symptoms, and administered a manual subcutaneous insulin injection that reduced glucose to 130 mg/dl; the user then reconnected the pump after approximately 93 minutes, and education was provided to remain off the pump for at least two hours after an injection and to complete initial training. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included no medical intervention beyond self-administered subcutaneous insulin, no emergency treatment, and no hospitalization.